Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, declined r-wave amplitude and undersensing were observed. The lead was capped and replaced with a defibrillation lead. The patient condition was well before and after the operation.